Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The patient is not getting stimulation. An x-ray showed that the patient's lead pulled completely out of the ipg headers. There was blood observed in the ipg headers during revision, so the doctor replaced the old ipg with a new ipg and the patient regained stimulation. The doctor re-used the patient's existing paddle lead. (B)(6), 2010, at the first post-op visit, the patient had no stimulation down the right leg and the impedances are invalid. X-rays from a week previous, were ok.

Manufacturer narrative:
Method - actual device involved on incident was evaluated. Results - under visual inspection, there was discoloration in header and the upper septum is cored. Auto test performed and passed. (B)(4) lead pull test weight used to check for lead retention in each port of header. Device passed. Conclusion - the complaint about: "lead pull out" could not be confirmed; the ipg passes the auto test. The lead pull test was performed and passed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.